Event description:
During a wiktor stent placement in a triple "s" tortuous right coronary artery where the lesion was in the second "s" turn, the stent became fixed in the vessel and could not be advanced. During withdrawal of the sys the stent came off the balloon and required retreival with a snare. No pt complications were reported.